Event description:
It was reported to philips that the device does not recognize battery. There is no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 7, j3, and j7 were found bent/damaged.

Event description:
It was reported to philips that the device does not recognize battery. There is no patient involvement.